Event description:
I had surgery to implant inspire in (B)(6) 2025. I was supposed to have the device activated on (B)(6) 2025. I was told that it cannot be activated because my tongue is still somewhat crooked from the implant surgery meaning that my tongue hasn't completely healed. I was never told of any possible tongue healing complications prior to the surgery. After the surgery, I was told that there are rare cases of the tongue taking a long time to heal or not healing at all.